Event description:
Pt's husband called regarding saline breast implants his wife received in 2002. Husband believes the implant cause his wife to be diagnosed with lupus, fibromyalgia, lung disease, and respiratory failure, which lead to her death in (B)(6) 2012.